Manufacturer narrative:
Device alarmed insulin flow blocked during the basic occlusion test and failed the prime or seating test due to dried insulin on the motor slide. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. Device passed the self test. The insulin flow blocked alarm functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the infusion set did not gave insulin flow block alerts. Customer was trying to insert a new infusion set, on the process of fill tubing and noticed that no insulin drops on the other end. Customer also mentioned he already tried three different infusion sets and reservoir but still had the same issue. Customer was asked to push the loop to the clamp's narrowest end to create an occlusion. Fill cannula was complete and customer mentioned he did not received an alert that says insulin flow blocked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.